Event description:
Customer is having blood glucose vs sensor glucose issues. Customer's blood glucose was 539 mg/dl which she states this happened because she was not able to give a bolus shot due to incorrect readings on her insulin pump. Customer was advised on best time to calibrate. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.